Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that data on the continuous glucose monitor graph was absent. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session.